Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized and was treated with unspecified antibiotics (intravenous, discontinued, dose, frequency and duration were not reported) for peritonitis. On an unknown date during hospitalization, pd therapy was discontinued due to non-functioning catheter. It was reported that catheter was removed and replaced after adequate healing had taken place. Pd therapy was restarted. The patient was discharged from the hospital 37 days after the event onset. At the time of this report, the patient has recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.